Manufacturer narrative:
B3: 2025 was the reported year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there the air detector was loose. There was no patient involvement.

Manufacturer narrative:
D9: device was received on 8/26/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer's issue of a damaged air detector. The downstream occlusion (dso) seal was also found to be missing. The air detector and dso seal were replaced to fix the issue.